Event description:
It was reported that the patient presented for a dual chamber pacemaker implant procedure. During the procedure, repeated attempts to relocate the right ventricular (rv) lead were made as the rv lead could not be fixed. It was later noted that the helix of the rv lead could not be fully retracted. The rv lead was not used and replaced. The patient remained stable throughout the procedure.